Event description:
It was reported by repair work order that the customer alleged that the cot will not stay in the highest height position. Upon inspection of the unit by the service technician, it was identified that the lock pin would not extend.